Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous transluminal angioplasty procedure, the cutting balloon cut through the sheath. The 75% stenosed lesion being treated was located in the severely tortuous proximal cephalic vein. Following successful inflation of the peripheral cutting balloon inside of the unspecified stent, the balloon catheter was removed. Upon removal of the cutting balloon, the balloon "sliced" through the 7fr sheath. No damage was reported to the peripheral cutting balloon. The procedure was successfully completed with this device, and no patient complications were reported. Patient's status was reported as 'fine'. Product analysis found balloon separation and tearing.

Manufacturer narrative:
On inspection, it was confirmed that the balloon was separated at the proximal bond area. In addition, the balloon material was torn at the balloon end. Elongation which measured 55 mm approximately was evident on the shaft with a severe kink present on the shaft 120 mm from the proximal bond. On inspection of the balloon, it was confirmed that all blades were fully seated and adhered to the balloon surface, however, two of the blades were bent. On visual inspection, the sheath was confirmed to be a 7fr sheath. The sheath was split along its full length which measured approximately 60 mm and damage was evident on the sheath end. The sheath was confirmed to be intact with no part missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).